Manufacturer narrative:
Product event summary: at analysis the stated reason for return of broken pen was confirmed, however the stated reason of return of broken keyboard was not. It was able to be confirmed that the unit did have an old operating system however electrocardiogram lead interference was not confirmed as the bench test and system test were both ok, nor were broken closing clips. There was a missing part from the printer drawer and some lower hinge plate screws were missing. The stylus, printer drawer and lower hinge plate screws were replaced, the touch screen was calibrated and new software was installed. The device was cleaned and it passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer had a broken (stylus) pen, a broken keyboard, an old operating system, broken electrocardiogram leads, broken closing clips, noisy fans and a broken radiofrequency (rf) head. The programmer and rf head were returned for service. There was no patient involvement.